Event description:
The patient reported that she wanted ins taken out because it hasn't worked or is not working and she cannot get a cat scan. The patient stated she tried botox too and that has not worked either. Patient was looking for a health care provider (hcp) that takes her insurance and will talk to them about taking ins out. The patients indicators were for urinary dysfunction/sacral nerve stim /sacral nerve stim/ gastrointestinal/ pelvic floor.

Event description:
Additional information reported that the issue of ins not working has not been resolved. The ins did not function properly and was patient was shocked slightly, then the patient had botox in the bladder 2-3 times did not work. Family member wanted her listing of hcp in the area because she was getting the device removed. The patient was wondering about recovery time if she had ins explanted. Patient reviewed the implant never worked, injections never worked and she was very disappointed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.